Event description:
The male pt received a precise stent in the carotid. The email received for the study indicated that one day post-procedure, the pt experienced dysarthia/stroke (ischemic). No add'l intervention was required and the pt was subsequently discharged. Pt was followed-up with and seemed to be improving.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.